Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is approximate. The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2018. Company rep were not able to communicate with external device. To address this issue patient had an ipg replacement. Postoperatively, the patient is reportedly receiving effective therapy.